Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons was unresponsive. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated insulin pump rejected new battery also had motor error. Insulin pump rewind slow during the prime also screen was scratched. The insulin pump will be returned for analysis.